Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 10.9 mmol, 7.1 mmol, and 10.7 mmol. Tests were done within 10 minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.